Manufacturer narrative:
B5: it was further reported that after a recheck, the flow of one bag could be observed normally. For the second bag, solution was found inside the closed air vent. After the air vent was opened, the solution was able to flow regularly. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs were performed which did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported condition was not verified through photo inspection. Additionally, a visual inspection was performed on the retention samples with no issues noted. The retention samples were gravity and leak tested with no observed issues. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) buretrol sol. Admin. Sets would not flow during priming. There was no patient involvement. No additional information is available.